Event description:
**Update** - medical records received (B)(4) 2013. Revision operative report indicates the following: granulation tissue within the joint; synovitis; osteolysis; acetabular shell had shifted as it was out in more retroversion than anteversion; large mass in acetabulum compatible with a pseudotumor; tissue removed from acetabulum was tinged with gray, compatible with metallosis. The information received does not change the MDR decision

Event description:
Patient was revised due to unknown reasons.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
**Update** - medical records received (B)(4) 2013. Revision operative report indicates the following: osteolysis, metallosis, synovitis, pseudotumor. It was also noted acetabular shell had shifted position as it was out in more retroversion than anteversion. Dob was also identified. The information received does not change the MDR decision. Complaint was updated on (B)(4) 2013.